Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has "broken wires" and as a result they have to recharge everyday. The patient also described that they had been experiencing shocking. Two days later the patient had attempted to charge their device while on the phone and was unsuccessful in doing so. They noted that their implantable neurostimulator (ins) was dead. The patient explained they had an appointment the next day and would bring their equipment to check the ins for possible discharge. The patient said that nothing is working. Follow up for additional information is being conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patients weight at the time of the issue was (B)(6). They explained that a manufacturer representative had met with the patient at the clinic. It was determined that the patients recharger was broken, and a new one had been ordered. The "broken wires" had not been confirmed, and there was no surgical intervention required. They stated that the frequent recharging, shocking and broken wires issue had been resolved, and that the patient had been provided with reasonable programming to match their pain.